Manufacturer narrative:
Date sent to the FDA: 2/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture injury (e20).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was added.